Event description:
It was that the customer's insulin pump was not delivering insulin. Customer's blood glucose level at the time 236mg/dl. Customer treated with manual injection. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.